Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and oversensing noted on the right ventricular (rv) due to an alleged lead fracture. A lead replacement is anticipated but has not been performed yet. The patient was stable.